Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range pace impedance measurements on the right atrial (ra) lead. Boston scientific technical services (ts) was consulted and recommended to continue to monitor. No adverse patient effects were reported. At this time, this device system remains in service.